Event description:
End user reported that the cuffs for his 8153-t elbow crutch is cracked, causing cuts on both of his arms. End user states this has been going on for 9 months, he put duct tape on them but his arms sweat when it is hot outside.